Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a wagner sl revision hip stem, uncemented, 20/190, taper 12/14 on (B)(6) 2016 and was revised on (B)(6) 2016 due to deep infection. Note: this is a split case with zimmer inc., (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that the wagner sl revision stem was removed from left hip tha due to deep infection on (B)(6) 2016 after 15 days in-vivo time. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: - visual examination: wagner stem is received for the investigation. The implant looks intact except the scratches on the neck which might have happened during the extraction of the implant from the patient in revision surgery. Review of product documentation - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - sterilization certificate was reviewed. The sterilization certificate confirms that the products were sterilized according to the specifications. Root cause analysis root cause determination using dfmea: - septic loosening due to secondary infection (patient has an infection in another site of the body) => possible: it is not known whether the patient had an infection prior to implantation surgery, therefore cannot be excluded. - septic loosening due to implant contaminated during handling => possible: correct handling of the implant is not under control of zimmer biomet, therefore cannot be excluded. - infection due to failure of sterilization procedure due to supplier process => not possible: the sterilization certificate confirms that the product was sterilized according to the specifications. - infection due to failure of sterilisation procedure due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - transmission of infectious agents, infection due to reuse of the device which is only intended for single use => possible: it is not known whether the stem was used before or not. Therefore cannot be excluded. - infection due to proposed resterilization procedures in IFU not effective => not possible: package insert d011500211, chapter "resterilization / sterilization" explaines the correct procedure which is validated according to "m-11-004" steam sterilization validation hip implants. Conclusion summary: it is reported that the stem was removed after 15 days in vivo time due to deep infection. No surgical reports, medical history of the patient received for the investigation. Although, no medical data confirming the infection was available, the sterilization certificate for the wagner stem was reviewed and it is confirmed that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).